Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open total joint replacement, when the device was used in an incision closure, case was performed without incident but after 1 month complications arose.